Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on top of the immage immunochemistry system (immage 800). Customer reported that the sample probe wash station was overflowing. The customer reported that the immage 800 was displaying sample syringe busy motion errors. Customer reported that a complete shut down and reboot resolved the problem. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Probe wash station. (B)(4).